Event description:
Two balloons ruptured on the first inflation at an unknown pressure during an arteriovenous hemodialysis fistula graft dilatation procedure. A pressure gauge was not used. A third balloon catheter was used to successfully complete the procedure without pt complications. The devices were received, evaluated and retained by this MFR. The engineering eval indicated the first device displayed a 14mm longitudinal tear located 3mm from the distal ro marker to 10mm proximal of the distal ro marker. The second device displayed a 6mm longitudinal tear located 5mm distal to the distal ro marker to 11mm proximal of the distal ro marker. Scratches were noted on both balloon surfaces. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Graft stenosis (anastomotic and non-anastomotic) tend to be more difficult to open and usually require much higher pressures for effective dilatation than do native vessels. Access to bypass grafts for angioplasty may also contribute to balloon failure. Post-operative scarring and/or lesions in both the proximal and distal aspects of the graft may necessitate balloon manipulation through plaque or calcification. These devices displayed characteristics consistent with overpressurization, longitudinal tears, and contact with a sharp external source, scratched on the balloon surfaces. It was also indicated these devices were inflated wihout the benefit of a pressure gauge. Co believes the above factors contributed to this event and do not attribute it to the devices. Co's directions for use state: "it is essential that a inflation device with a pressure gauge be used to monitor pressure within the balloon to determine the adequate dilating force is applied while not exceeding the maximum limits of the product. If loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."